Event description:
The customer called to obtain a new battery cap and stated he was receiving battery out limit alarms on the insulin pump. Customer's blood glucose was 476 mg/dl. He was treated with manual injections. The batteries had been out of the insulin pump greater than the duration allowed by the insulin pump. It was explained that this is normal pump behavior. Customer was able to successfully start up the insulin pump. The device will not be returning for analysis at this time.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).